Event description:
It was reported by the rep the device was used in a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon's partner, was assisting. It was reported the uterus was freed laparoscopically by multiple firing of the tsw35. The uterus was delivered vaginally, and the vaginal cuff closed with suture. The surgeons observed the site from above, everything seemed fine. The port sites were closed. Several hours later the patient was brought back to the or for laparoscopy for subsequent bleeding. There was blood in the abdomen and oozing from the staple line and the vaginal cuff, which was sutured. The staples appeared "ok". The patient is now home doing fine.